Event description:
It was reported that a patient, underwent a procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardial drainage. The patient¿s medical history is unknown. A heavy noise occurred only at the body surface (bs) ECG on the carto 3 system when pace map was conducted. Bs ECG data was sent to the lab by bifurcate from the patch. The issue improved when the ECG in cable was reconnected to the patient interface unit (piu) several times but it was unstable. The patient's heart rhythm was still visible to the operator as the signal noise only affected the body surface . The risk to the patient was low. Therefore this noise issue was assessed as not reportable. After when ablating at the left venticle (lv) with 40w, 10-20g for contact force and 60 seconds, the physician noticed the patient¿s blood pressure dropped remarkably. The cardiac tamponade was confirmed by transthoracic echocardiography. A pericardial drainage was performed. The blood pressure was then recovered and hemostasis was conducted. No product malfunction was observed. There is no information about the hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion was that there were no anomalies found on the catheter before inserting the catheter into the patient or during use.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4). The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model #:fg-5400-00j, serial #: (B)(4). (B)(4).